Event description:
The plaintiff was implanted with an ams monarc sling on (B)(6) 2009. It was alleged by the plaintiff's attorney that the plaintiff experienced injuries including "pain, dyspareunia, urinary problems, discharge, abdominal pain, mental anguish and infections as a results of her implantation." It was also alleged that the plaintiff experienced erosion, diminished capacity for the enjoyment of life, a diminished quality of life, chronic pain leading to the need for further surgery, and other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.